Event description:
This report is being filed after subsequent review of the following article; "schulz-drost et al (2014). Elastic stable chest repair (escr) as a mean of stabilizing the anterior chest wall in recurrent pectus excavatum with sternocostal pseudoarthrosis: an innovation fixation device." The objective was to study a series of patients who had comparable characteristics and problems and who were suffering from recurrent pectus excavatum (pe) after primary open procedure. The reconstruction was studied in a group of 20 consecutive patients (3 female, 17 male, average age: 25.6 years) who underwent surgery in 2011. Inclusion criterion was a symptomatic recurrence of pe with sternocostal pseudoarthrosis following open repair. Included in the study were patients who had no other disease or who were taking no other medication except pain relievers for the painful chest wall deformity. Patients underwent another open surgery with revision of the pseudoarthrosic sternocostal junctions and sufficient mobilization of the anterior chest wall, followed by an open reduction and internal fixation using matrixrib titanium plates. This procedure consisted of elevating the anterior chest wall and fixing the ribs to the sternum. Mean operation time was 3.37 hours for the complete revision performed by the same surgeon, 6 out of 20 patients required blood transfusion due to bloody effusion, while once case patient 3 with an injury to the left internal mammary artery required both gross transfusion and reoperation. The patients underwent clinical and ultrasound examination and x-ray radiographs after the operation, after 6 weeks and at 3 month and 12-month intervals. The haller index detected by computed tomography (CT) scan of recurrent pectus was 3.6 and 1 years after escr showed a significantly decrease to 2.7. Cosmetic results were quite satisfactory, with excellent anatomical shape achieved in 15 out of 20 patients and nearly normal anatomical shape in the other patients. One case showed pectoral asymmetry. All wounds showed standard, uncomplicated healing. After one year follow-up, one case presented with loosening of one of the plate edges, but without any clinical symptoms. Three more patients had a single break in the implant: patient 18 after blunt chest trauma consistent with motor vehicle crash; patient 5 & 6 due to unknown causes. Patient 5, whose behavior was not protocol compliant, consecutively suffered another recurring pe. Due to painful instability in combination with the recurrent pe, this patient had to undergo another operation without further complications. This is report 5 of 16 for (B)(4). This report for unknown matrixrib, 1.5mm thickness, unknown part#/lot# and refers to adverse event, asymmetry of pectoral muscle in patient# 8: (B)(6) male patient. This report is for 1 device.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: 2014. This report is for unknown matrixrib plate, 1.5 mm thickness, unknown part#/lot#. (B)(4). Disfigurement selected for asymmetrical pectoral muscle. Schulz-drost et al (2014). Elastic stable chest repair (escr) as a mean of stabilizing the anterior chest wall in recurrent pectus excavatum with sternocostal pseudoarthrosis: an innovation fixation device. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.